Event description:
Caller reports that during a correlation study, the following coaguchek s/coaguchek xs results were obtained: 3.7 inr/2.8 inr; 1.5 inr/2.0 inr; 1.5 inr/2.3 inr. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatch with a1 patient for suspect device in the coaguchek xs system.